Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient alert sounded, and the right ventricular (rv) lead exhibited low pacing impedances. The alert was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.